Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp dislodged and migrated to the pulmonary artery post release. The lp was retrieved and repositioned successfully. The patient was stable.